Event description:
It was reported that at the end of a transurethral needle ablation of the prostate procedure, the needles on the prostiva handpiece would not retract. The clinician called engineering for assistance and was able to disassemble the handpiece while it was still in the pt and manually retract the needles before removal. While the handpiece was being removed, the scope was damaged. No serious injury to the pt was reported.

Manufacturer narrative:
Handpiece.